Event description:
Clinical study. It was reported 1264 days post index procedure, the pt experienced a myocardial infarction (mi). Clinical status on the day of enrollment indicated that the pt's qualifying condition was stable angina. The pt was randomized into the study. The target lesion was located in the distal rca with 90% stenosis; was 10mm long and had a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilatation and placement of a 3.0 x 16mm study stent, resulting in 0% residual stenosis. The pt was discharged 1 day later on protocol doses of asa and plavix. On day 1264, the pt was admitted to the hosp with chest pain at rest which radiated to the left arm and jaw. The pt also experienced shortness of breath, nausea and diaphoresis. ECG revealed "non-specific st and t wave abnormality with possible acute inferior infarct". Cardiac enzymes were noted to be elevated consistent with protocol definition of mi. The pt was referred for cardiac catheterization which revealed 74% in-stent restenosis. The proximal and mid rca were each treated with a taxus stent, reducing the stenosis to 0%. The pt was discharged 2 days later on protocol dose of plavix. In the opinion of the physician, there is an unrelated relationship of mi to study stent, index procedure, and non target vessel. In the opinion of the physician, there is a definite relationship of mi to prior co-morbid condition.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.